Manufacturer narrative:
No technical inquiries were received from the customer. Two opened probe was received with cut off tubing and no radio frequency identification (rfid), without a tip protector, in a tray, for the report. Sample 1: the sample was visually inspected and found to be conforming. The sample was then functionally tested for actuation. The sample was found to be nonconforming for actuation. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observe at several locations along the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle assembly) was removed the probe was able to actuate. The needle holder/retainer were disassembled and visually inspected, all components were deemed conforming. Sample 2: the sample was visually inspected and found to be nonconforming with bent needle and orange/brown foreign material on the welded cap. The sample was then functionally tested for actuation. The sample was found to be nonconforming for actuation. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observe at several locations along the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle assembly) was removed the probe was able to actuate. The needle holder/retainer were disassembled and visually inspected, all components were deemed conforming. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The complaint evaluation confirms the probes had an actuation failure. The exact cause of the actuation failure cannot be determined from the evaluation performed. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time as an exact root cause for the actuation failure could not be determined from this evaluation. All probes are hundred percent visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the cutter probe actuation condition was bad during surgery. The surgery was completed on the same day after replacing the product with another one. The procedure type was unknown. There was no patient impact.